Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. The patient had conscious sedation. No pre-procedure thrombus or effusion was noted. They used intracardiac echocardiogram (ice) instead of transesophageal echocardiogram (tee) for imaging. The patient¿s activated clotting time was measured twice. The first reading was 364 seconds and the second reading was 400 seconds. A 30 mm watchman® laa closure device was successfully implanted. No post procedure effusion was noted. The patient was taken to their room post procedure and they noticed speech aphasia. A magnetic resonance imaging (MRI) was performed immediately and it showed an acute chronic ischemic stroke. A tee was performed and nothing unusual was found. The closure device was noted to be thrombus free. They were unsure where the source of the stroke came from. The following day, the patient was in good spirit. They were smiling; their aphasia was improved significantly, but was still evident. No other neurological deficit was present. The patient has been discharged to a rehab center and is stable.